Event description:
Clinic pharmacist reported that cassette was leaking during surgery. Cassette was changed and surgery could be completed with no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).